Event description:
It was reported that the device had unexpected pump shutdown. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer?. Annex a : a0801, a0509, a040502, a0404, a0721. Annex g : g0301204, g04091, g02017, g04055, g02004. Annex b : b01. Annex c : c02, c070606, c17. Annex d : d02, d07.

Event description:
It was reported that the device had unexpected pump shutdown. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unexpected pump shutdown. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the syringe module having an unexpected shutdown was not confirmed or replicated during laboratory testing. ¿ laboratory testing of the source syringe module consisting of functional testing and preventive maintenance found the device to be passing all required tests and was operating within specification. ¿ the pcu device was not received for investigation; therefore, only the source syringe module error and event logs were retrieved for investigation. ¿ the event log review observed no events occurred on the reported date of 30 aug 2022. ¿ the review of the syringe module error log showed no errors or malfunctions associated with the reported incident. ¿ the internal and external inspection of the source syringe module found no irregularities. ¿ there was no patient involvement reported. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unexpected pump shutdown. There was no patient involvement.